Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient an intermittent out of range signal that occurred on (B)(6) 2015. At the time of contact, the distributor did not report any injury or medical intervention.